Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). UDI information is unknown. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Received device in used condition. Discovered charring on main circuit board in the area around the power switch. Power switch legs also appeared to be bending out of normal position due to repeated used. The root cause of the reported issue was found to be arcing at solder joint between power switch and power control board. Actions were taken to mitigate the reported issue: replaced circuit board . A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that the warmer had no power. No patient injury was reported.